Event description:
Device 1 of 2. Reference MFR report #1627487-2013-20582. It was reported the pt had not recharged or used the ipg since 2011. The pt discontinued use of the scs system after several unsuccessful reprogramming attempts. Subsequently, stimulation did not provide effective relief nor did it cover painful areas. Follow-up identified the pt is not interested in surgical intervention to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.